Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy to treat polyps performed on (B)(6) 2024. During the procedure, the clip was able to partially grasp onto tissue; however, the clip did not lock onto tissue. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of clip assembly stuck into the bushing. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation result of clip assembly stuck into the bushing. Block h11: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Additionally, it was found that the clip assembly bottom part was deformed. No other problems with the device were noted. The reported event of clip unable to lock onto tissue was confirmed. It is possible that the physician tried to pull back the handle to adjust the clip assembly on the bushing again and this action induced that the capsule got localized incorrectly on the bushing. Subsequently, the yoke got detached from the control wire, thereby causing the found problem of clip capsule being deformed. Finally, when the physician tried to release the clip from the catheter, this action could not happen as the clip assembly was already deformed and the yoke was detached from the control wire. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.